Event description:
It was reported by the medical examiner that the patient died from acute pulmonary embolism and that the family is now concerned the pacemaker may have malfunctioned. There is no allegation from the health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.